Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified that the stent was damaged. Strut rows from the middle of the stent were raised from the balloon and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. The indication for the index procedure was chest pain. Vascular access was obtained via femoral artery. The de novo target lesion was located in the moderately tortuous and moderately calcified proximal to distal left anterior descending artery (lad) with 85% stenosis and was 30mm long with a reference vessel diameter of 3.00mm. The lesion was ostial, eccentric and diffused involving a bend more than 45 degree. Ejection fraction was 45-50%. The lesion was pre-dilated with a 1.5x10mm balloon catheter with 60% residual stenosis post-dilation. A 2.75x38mm promus element stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion after trying for 10 to 15 minutes due to the tightness of the lesion. Then a 3.00x12mm promus element stent was attempted to treat the lesion, but it also was unable to cross the lesion. After that a 3.00x16mm promus element stent successfully crossed the lesion and was deployed in the proximal lad and a 2.75x16mm promus element stent was successfully deployed in the distal lad. Then a 3.00x20mm promus element stent was attempted to treat the mid lad, but it was unable to cross the lesion. After that, a 2.75x12mm promus element stent successfully crossed the lesion and was deployed in the mid lad. Then a 4.00x8mm promus element stent was advanced, but it was unable to cross the previously deployed stents. The device was removed intact. The lesion was post-dilated with a 2.5x15mm balloon catheter. No patient complications were reported and the patient's status was stable. The patient was discharged on aspirin and clopidogrel. However, the returned device revealed stent damage of the 3.00x12mm promus element stent.